Manufacturer narrative:
G2. Foreign: belgium h7 recall has been selected due to a system limitation that requires it for submission of this report; there was no recall, only a notification associated with the h9 correction number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins reached eri. It was noted that the battery depletion was not premature. It was unknown if a battery longevity calculation was taken at implant. It was noted that the implanting physician did not know that the ins would reach eri at this time. Additional information was received. It was reported that battery depletion was normal or expected, it just reached eri in less than 2 years. No surgical intervention has occurred yet, and no date has been planned/provided.

Event description:
Additional information received from a manufacturer representative. It was reported that surgical intervention occurred on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the neurostimulator, model 977006, s/n (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Final functional tests and battery logs confirmed the device performed as intended and that battery depletion was consistent with the therapy settings utilized by the patient. H7: recall has been selected due to a system limitation that requires it for submission of this report; there was no recall, only a notification associated with the h9 correction number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.